Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 305109 and lot number 0097286. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, ten samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. There is one sample with 1" needle length and the rest have 1/2" needle length. No other defects or imperfections were observed. It could be possible for this defect to occur if a line clearance was not properly done inducing the few units that got mixed in the next production order. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was "1 inch long" instead of the labeled 1/2 inch length. The following information was provided by the initial reporter: "needles are labeled 1/2 inch length. They are packaged together and every other needed is 1 inch long."